Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the user was unable to scan the badge at the pyxis station. A technical support specialist (tss) dialed in, logged in as carefusion admin (cfnadmin), followed knowledge article (ka) jadak scanner not working to reinstall the jadak scanner driver, rebooted the station back into the carefusion application (cfnapp), and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user unable to scan the badge at the station. User was difficult to scan meds. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.